Event description:
The pt received a medial onlay partial knee arthroplasty via mako's robotic arm interactive orthopedic system (rio) on (B)(6) 2010. During the procedure, the femoral cut appeared to be burred 3 mm farther anteriorly than planned.

Manufacturer narrative:
As part of normal complaint follow-up, an eval was performed by mako surgical with regards to the robotic arm interactive orthopedic (rio). Case session files were reviewed and indicate that the software correctly utilized the implant size selected in the implant planning page. The femoral component was resected for the size planned, and the software functioned as intended. Review of sessions files of similar cases displayed similar results. The results of the eval revealed that the likely cause of this issue is inadvertent movement of the femoral tracking array during the procedure. Following similarly documented events, the surgeon continued to perform procedures with the same trials, instruments, software, and rio system and successfully completed all procedures with no reported issues.